Event description:
The rptr did back to back blood glucose tests. The tests were reported as having been done within ten minutes, using separate fingersticks. Reporter's results were 179, 123 and 170 mg/dl. Rptr did not report any symptoms. A control solution test was in range, 130 (92-138). No harm was alleged. Follow up attempts to contact the rptr for further info have not been successful.